Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, installed test mixing pump to cool in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool in decontamination. Replaced mixing pump head. Scratches and scuffmarks on the screen of control panel but does not affect form, fit or function. Tank seals were found worn/torn. A 2000-hour pm was completed on the device. Tank seals were replaced. As part of the pm, serviced the circulation pump and replaced the heater, manifold o-tings, evaporator outlet tube, double bend tube, and drain valves. Replaced coin cell due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections made to tab f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, installed test mixing pump to cool in an arctic sun device. Per sample evaluation results on 27feb2026, tank seals were found worn and torn